Manufacturer narrative:
Upon investigation of the returned guidewire, it was found that the core wire was broken apart at approx. 18mm from tip end, microscopic observation revealed the core wire was twisted and broken off. Coil wire was found elongated from middle brazing and twisted off. Lot history review revealed no anomaly relating with the reported event. No other similar incident report was received for this lot products. Based on the obtained information, it is presumed that rotational manipulation was continuously given to the guidewire of which distal end was trapped in the calcified lesion, resulting the accumulation of the rotational force to core wire and breakage due to the force exceeding the product design limit. IFU warning section of the IFU describes: observe movement of the guidewire in the vessel. Before the guidewire is moved or torqued the tip movement should be examined and monitored under fluoroscopy. If resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, to treat 30cm long lesion with occlusion at right ata and pta, a guidewire with microcatheter supporting was advanced but could not advance over ankle area due to calcified occlusion. Microcatheter was advanced to the distal of the guidewire, guidewire was exchange with subject guidewire. However the subject guidewire was trapped in the calcified lesion, upon attempt of withdrawal, tip of the guidewire was broken off. Removal of the fragment by microbasket was attempted but failed. The fragment was left in the anatomy at the physician's discretion. Ppt and poba was performed to pta with successful result.

Manufacturer narrative:
(B)(4).